Manufacturer narrative:
The customer reported that the g7 monitor was displaying random screens during a case and had gotten frozen on one of them. They had to shut down the device and remove the battery to reset it. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to the obtain information were made, but not provided:

Event description:
The customer reported that the g7 monitor was displaying random screens during a case and had gotten frozen on one of them. They had to shut down the device and remove the battery to reset it. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the g7 monitor displayed random screens during a case and had been frozen on one of them. They had to shut down the device and remove the battery to reset it. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and repair. The unit was evaluated, and the complaint was duplicated. The cause was determined to be a circuit board failure. Nk will continue to monitor and trend. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The customer reported that the g7 monitor displayed random screens during a case and had been frozen on one of them. They had to shut down the device and remove the battery to reset it. No patient harm was reported.